Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure the used device was closed around bowel. When they reopened a new device to adjust on the bowel they noticed that a portion of the staples had fired. No harm was caused to the patient. To complete the case, a new cartridge was opened and used with the same handle without further incidence.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.